Event description:
It was reported the catheter was dislodged. It was noted the patient¿s pump was being replaced due to longevity on the date of this report, but also due to the catheter becoming dislodged. It was further reported the doctor ¿opened up the spinal incision site and found white hard chunks¿ around the catheter and some were adhered to tissues and the catheter. It was also reported the doctor did not know what it was ¿so likely not scar tissue.¿ the pump was being used to deliver bupivacaine and morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10868r06, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Additional information received reported the existing catheter was replaced. There were no additional actions or interventions taken as a result of the catheter issue. It was not determined what the white chunks were and it was unknown to the device manufacturer representative if the substance was cultured. The patient¿s outcome was unknown. In terms of the pump replacement, eri (elective replacement indicator) had occurred on (B)(6) 2014. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.